Event description:
It was reported that the customer had an issue with the numbers ramping up on the insulin pump. Customer's blood glucose level was 5.6 mmol/l. Customer now has a button error alarm. Customer stated that she has not dropped or bumped the pump. Customer reported there are no cracks on the pump, but the drive support cap is indented. Insulin pump will need to be replaced. Customer was advised to remove the belt clip. Customer was also advised that the replacement pump will have to be programmed. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had no up button response due to corroded keypad traces. No button error alarm was noted during testing. No unexpected number ramping anomaly was noted during testing. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.